Manufacturer narrative:
The autopulse platform associated with this complaint was not returned for evaluation. After the call, user was able to clear the ua45 with the help and guidance from zoll technical support and autopulse is placed back to clinical use. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, customer reported that the autopulse platform serial (B)(4) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. User was unable to clear the ua45 error message and performed manual CPR. After the call, user was able to clear the ua45 error message with the help and guidance from zoll technical support and autopulse is placed back to clinical use. Patient expired. As per the customer, the patient's death was not related to the autopulse platform.